Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient's distal pulses on both feet were faint, but the right dorsalis pedis was not dopplerable. The physician then chose to wean and explant the impella, and the patient survived with no other reported harm.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia could not be determined. As noted in the impella IFU: limb ischemia: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿